Event description:
The user reported the valve body on the analyzer was cracked and leaking. No one was injured and no patient samples were involved in this event. The field service representative found the valve body defective. He replaced the valve body and verified proper operation. The valve body is recommended to be exchanged every 6 months as part of preventative maintenance.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.